Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Sections h3, h4, h6 and h11 were updated. Based on the results of the investigation, the definitive root cause of the burn on the plastic distal end could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the colonovideoscope had a white foreign material in the jet tube, and air/water cylinder and tube. It was also found that the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover. There was no patient involvement.